Event description:
It was reported that the patient¿s pump issued an insulin occlusion alert while using a contact detach infusion set; the daughter replaced all pump supplies, after which insulin delivery resumed and the patient felt fine. Symptoms included affected blood glucose. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education provided over the phone. Investigation of this case revealed an insulin occlusion that resolved following replacement of the infusion set and related supplies, consistent with an infusion set obstruction. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion resolved by supply change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.